Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 215 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had damage on keypad traces. All buttons function properly however, no button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.